Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Root cause could not be determined. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failed to detect CPR performed on the patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to detect CPR performed on the patient. This issue is patient related; however there was no adverse event reported.